Manufacturer narrative:
Clarification to d4 device information: "textured silicone mcghan 200's". No additional information provided. Clarification to d6 implant date: partial date 1995. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patient's concerns with the product. Device was explanted.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth implants due to the patient's concerns with the product. Device was explanted.

Manufacturer narrative:
Device evaluation:based on the product analysis performed, the assessments of the complaint codes are: ¿ anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. ¿ rupture: observed two openings assessed as surgical damage. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.